Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Product was working great for the first 10 minutes into the case but the device suddenly stopped cauterizing. The issue is not related to the built-in safety mechanism. The harvester was cauterizing a branch and after about 3 seconds it just stopped working. In the middle of cauterizing, it just stopped. The harvester tried to cauterize again and the device worked for about two seconds and then it would shut off again. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Product was working great for the first 10 minutes into the case but the device suddenly stopped cauterizing. The issue is not related to the built-in safety mechanism. The harvester was cauterizing a branch and after about 3 seconds it just stopped working. In the middle of cauterizing, it just stopped. The harvester tried to cauterize again and the device worked for about two seconds and then it would shut off again. A replacement device was used to complete the procedure. The hospital did not report any patient effects.